Event description:
Information received from the field notes that during a routine follow-up, the device exhibited no output and no telemetry. The patient was asymptomatic and not pacemaker dependent.